Event description:
It was reported that the pt's stimulator system was removed due to allergic reaction. No pt symptoms or outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.